Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The operator called to report experiencing multiple arterial pressure alarms during a routine hemodialysis treatment. After troubleshooting, the operator was unable to recover from the arterial pressure alarms which occurred early in the treatment. Due to concerns of clotting the operator did not perform rinseback of the patient's blood resulting in an estimated blood loss of 210cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The facility staff attributed the reported arterial pressure alarms as inadequate vascular access flow as a result of a surgical revision performed to the patient's access earlier in the day. The cycler alarmed appropriately. The user's guide provides adequate instructions for troubleshooting arterial pressure alarms and advises to promptly perform rinseback in the event of an unrecoverable alarm. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional information will be provided.